Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the device configuration. The device was configured for "defib only", therefore only the defib function is active and the user cannot use pacing. The configuration was updated to enable pacer functions to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.